Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used on an unknown date. According to the complainant, on (B)(6) 2009, the patient experienced pain in the rectum, vagina, thighs and buttocks, dyspareunia, scar tissue and nerve damage. The sling could be felt manually in the vagina. The patient had two surgeries to remove the sling and two other more to correct bladder issues. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.